Manufacturer narrative:
Dates of the event provided with the initial report were incorrect. The correct dates have been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a follow up phone call that he had been hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was over 800 mg/dl. The customer noted that he had surgery on his arm on (B)(6) 2015. He went home that same day and stopped taking his medications the following day because he felt weak. He stated that he got dizzy and fell. He woke up to find that his father and emergency medical services were present. The customer stated that he was not wearing the insulin pump at the time of the 911 call. He stated that he was not off the insulin pump prior to the event but had been taken off of the insulin pump while in the hospital two days prior for his surgery. He was hospitalized for 4 days and reported that his blood glucose had been fine since. He did not know the cause of high blood glucose and declined troubleshooting assistance for the insulin pump.